Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips authorized service personal (asp) spoke with the customer who sated that a third party repaired the device and resolved the issue. No additional information was provided. Analysis was performed and investigation has been completed. The customer stated the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that there was a large fhr (fetal heart rate) error where the value exceeded 200. The device was in use on patient at time of event, there was no adverse event reported.